Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pod alarmed for no reason. The customer also reported that she was getting an infection due to wearing pod on her thigh but explained it is very common and she is currently on antibiotics to fight off infection. She also stated that she gets infections regularly and that this usually happens when worn on her leg.